Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011, the pt suffered a stroke and subsequently passed away. The physician revealed that there was evidence on the MRI of previous stroke and thus presumably the pt was at higher risk of stroke. The physician believes the procedure rather than the ins components caused the stroke.